Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "did not recognize empty tubing while infusing" was confirmed and occurred during product testing by baxter personnel. This condition was caused by the air in line sensor being out of calibration. The air in line sensor was re-calibrated. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A baxter service technician reported finding an I-pump which did not recognize empty tubing while infusing. Therefore, the device failed to alarm for air in the tubing. This event occurred during product evaluation. There was no patient involvement; therefore, no patient injury or medical intervention is associated with this event. No additional information is available.